Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed posterior needle disengagement. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. Based on the information provided, the reported difficulties appear to be related to the calcification and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted using a proglide device via a 6fr sheath using a pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, a posterior cuff miss was noted. The sutures of two new proglide devices were successfully pre-placed. The aaa procedure was performed using an 18fr sheath and hemostasis was achieved with the sutures of the two proglide devices. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.